Event description:
The user facility reported that the device starts running during a procedure without anyone touching it. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Event description:
The user facility reported that the device starts running during a procedure without anyone touching it. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.